Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device was explanted on (B)(6) 2023 due to skin necrosis. The user had a hematoma which had to be drained two times. During the explantation surgery a formation of biofilm was noticed. Further information has been requested.

Event description:
The device was explanted. The user had a hematoma which had to be drained two times. The issues started 3 months ago, there were no reported traumas. No further information has been made available.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect of malfunction which is expected to have been present whilst implanted. According to the recipient report, the device was explanted for medical reasons, namely infection and skin dehiscence at the surgical incision site with partial device exposure. Reportedly, the recipient experienced a haematoma formation in the late post-operative period, for which two drainage procedures were performed. No history of trauma on the concerned side and no predisposing medical conditions were reported. Although the source of the reported haematoma remains unknown, its super-infection during the above mentioned procedures appears likely, finally leading to the observed skin breakdown. Further, a review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the infection. Mechanical damages found during investigation are attributable to the removal surgery.